Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. All boluses were delivered and properly recorded in bolus history. Unit functioned properly. Unit was received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 due to a high blood glucose level. Customer's blood glucose level at the time of hospitalization was not reported. The customer had a diabetic ketoacidosis. She was hospitalized two days. The customer was wearing the insulin pump at the time of hospitalization. The customer did not want to run the high pressure test because she was not wearing the insulin pump. The customer believed the insulin pump was not delivering insulin. Customer's blood glucose level was 161 mg/dl. The insulin pump was under delivering. The customer treated her blood glucose level with shots. Her health care provider said the insulin pump should be replaced. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.